Event description:
The customer spouse was unable to wake pt up. Spouse called paramedics who gave the customer medication. Later paramedics tested with their device and received a result of 150mg/dl, the customers device read 260mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.